Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 3003306248-2020-00057. It was reported that the patient was being supported by the centrimag for one week when the pump stopped. The perfusionist exchanged the centrimag circuit from the primary to the backup console and motor. It was reported that this event was not device or therapy related. It was reported there were no adverse patient consequences. It was reported that the patient's most recent implant date was (B)(6) 2020. The devices will be returned when the vad team receives the return label and packaging from abbott.

Manufacturer narrative:
Sections g1: corrected data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 40 days ((B)(6) 2020 per time stamp). When the console was powered on again on (B)(6) 2020 at 13:29, the pump was not connected. A pump was then connected at 13:31; however, a pump stop was initiated by the user at 13:33. The console was then powered off. There were no other notable alarms active in the log file. An unexpected or atypical pump stop was not captured within the log file. The console was returned for analysis to the service depot for analysis and was evaluated and tested under work order. The reported event was unable to be duplicated nor verified. The console was tested with a test motor and pump, as well as the returned and associated flow probe. The console performed as intended with no issues or failures. No pump failure occurred at any point. A full functional checkout was performed, and the unit passed all tests and was returned to the rental pool. A good faith effort was sent to retrieve additional information including if the reported pump stop was intentional or unintentional, if the reported event date was (B)(6) 2020, and what alarms occurred during the reported pump stop; however, the customer was unable to provide any more information. The root cause for the reported event was unable to be conclusively determined through this analysis; however, it is consistent with a pump stop due to a user request. No further information was provided. The manufacturer is closing the file on this event.